Event description:
Originally reported as: while on pt unit shut off. No pt harm indicated. Unit did alarm inop. Follow-up info: at 7:30 am unit was checked before use, unit was ok. About 1 hour later, unit started alarming and staff found pt unresponsive. Staff also found back filter off. Rt reconnected everything and unit seemed to be in working order. Pt needed to be bagged while alarms were going off. Pt suffered no injuries. Audible inop alarm noted. When it was called into homecare dealer reporter stated they "believed the pt got frustrated and pulled it out." Report source requested additional info - they requested report source report the above event. Report source did not think there was going to be anything found.